Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the patient underwent a rectopexy repaired with a mesh impant. During this operation, the mesh is inserted into the recto vaginal septum. The intended benefit of the operation was to improve constipation/obstructed defecation syndrome via the correction of internal rectal prolapse. It was alleged that, rather than improving the symptoms, the operation worsened them to the extent of potentially requiring a colostomy bag. These symptoms occurred within a number of weeks to several months following the procedure. The patient states that her rectum no longer functions even with the use of laxatives, resulting in drastic weight loss and an increase in discomfort. A laparoscopy found that the mesh was heavily scarred, with the top of the rectum bending over the grossly scarred lower rectum causing a block. The surgeon stated that the mesh had shrunk significantly. The patient also expresses experiencing dyspareunia as a result of the mesh problems. No further information is expected as no contact information was provided.